Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check with episodes of non-sustained ventricular oversensing. Review of the episodes revealed intermittent ventricular capture. The output was increased and turning on the ventricular autocapture was recommended. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.